Event description:
The hcp reported the pt has been experiencing withdrawal symptoms including increased pain, abdominal pain, and shivering chills. A dye study was done and the catheter was revised. The pt outcome was reported as continuing to recover in the hospital with other health problems.